Event description:
The customer initially called to report air bubbles in the reservoir. The customer then noticed that insulin leaked between to reservoir and infusion set tubing connection. The customer also reported a blood glucose reading of 313 mg/dl during the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.